Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 3 years post tavr of 25 mm sapien 3 valve, as due to calcification was observed. One week after onset date, tav in tav was performed with 26mm sapien 3 ultra resilia valve and the patient was in remission. No further information including the post operative progression of the patient. No report of the symptoms of as.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for calcification was unable to be confirmed based on no medical record was provided for evaluation. Available information suggests patient factors (dialysis) likely contributed to the event as reported, 'tav in tav was performed for the dialysis patient'. According to the technical summary, evaluation of reported complaints of svd ' calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.